Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the ventricular output connector was bent. The device passed an incoming functional test. (B)(4).

Event description:
It was reported that the ventricular output connector was defective. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.